Event description:
Baxter "leakage between the locking screw and blue part." The root cause of this leakage is due to broken occluder feet. There was no pt injury or medical intervention associated with this incident to baxter.